Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr could not provide further information. Dräger derives the following: the transmitted error code will be posted when the supervisor function of the software detected a deviation during a boot sequence. Following from that, there must have been another deviation during the course of event which triggered the initial reboot since the interrupt reportedly occurred during a running ventilation episode. Without a log file or another possibility to check the device, it is impossible to determine which deviation led to the initial reboot. The device responds to various conditions that caused an interrupt in the processing of software routines with a reboot - these conditions include component malfunctions as well as environmental conditions, lack of preventive maintenance and also individual types of use errors. The involved device is more than eight years old. Dräger has published new software versions in the mean time to eliminate the circumstances that can lead to the error during the boot sequence and require another restart. The aspect that the error occurred this device is an indication that it still runs on older software version. Obviously, the second reboot led to the perception at the user that the device does not respond to user interactions. Further conclusions cannot be derived from the available information. It is recommended to the hospital to have the device checked by authorized personnel and to have the latest sw version installed.

Event description:
It was reported in an ufr to dräger that the device performed a reboot and posted a specific error code upon return. As per report, interaction was not possible afterwards and thus, the users decided to replace the device in a controlled maneuver. The patient reportedly exhibited a brief desaturation which could be remedied by re-establishing ventilation. It was confirmed that the event did not lead to any health consequences for the patient.